Manufacturer narrative:
Covidien reference#: (B)(4). The incident cord was discarded by the site and is not available for evaluation. The customer reported that the concomitant generator was evaluated by the hospital biomed and found to function properly.

Event description:
The customer reported that during a laparoscopic cholecystectomy, a spark from the bovie monopolar cord ignited. The cord was unplugged and removed. Another cord was used and the procedure was completed without further incident. There was no patient injury. The patient went to recovery in stable condition. The incident cord was discarded by the site.